Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated the implant battery is depleting twice as quick as it used to. Patient confirmed they have not made any changes to their programming during this time, which was reported as about the past 4-5 days. Agent reviewed implant battery depletion rates are based on therapy settings and usage and the patient was redirected to manufacturer representative (rep) and managing physician (hcp) to further address, if needed. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.